Manufacturer narrative:
The actual device has been returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leak in the tr band device. Follow up communication with the user facility confirmed the following information: the balloon inflated; the sheath was removed and the balloon immediately lost air; it was reported they had to hold pressure and put another band on; the procedure was successful; and it was reported that the patient is "okay".

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. A visual examination of the actual device revealed a tear between the small and large balloon and the sample did not pass the leak test. A visual examination of retention samples from the reported lot as well as the surrounding lots manufactured confirmed there were no visual defects. Leakage testing confirmed the samples met manufacturer specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.